Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Additional pro code: moq. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue.

Event description:
Distributor reported surgeon was using the battery oscillator ii(evaluation set)during a total hip procedure, and the saw did not stop when the surgeon released the trigger. There was a few second delay prior to the saw stopping. This report is 1 of 1 for complaint (B)(4).